Event description:
It was reported that the user missed a meal announcement on the ilet because they could not locate the knife-and-fork icon and contacted support; glucose levels were stable, and the agent provided education on navigating to and using the meal announcement feature, indicating a use-related issue rather than a device malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to the user interface, and the event characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.